Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
Publication ¿dysfunction of a bileaflet mechanical valve in mitral position: absence of symptoms despite a completely fixed leaflet¿ by dr. Magne et al. Reports on a case of a 62 year-old asymptomatic woman with a history of barlow disease who had a routine transthoracic doppler-echocardiography (tte) 1 year after mitral valve replacement. Two-dimensional tte showed an immobile leaflet. Cinefluoroscopy confirmed that one leaflet was fixed in semi-closed position. This patient was on coumadin and inr values were within therapeutic targets (2.5¿3) at all follow-up visits since operation. The patient was referred to surgery for replacement of her obstructed prosthesis. Pathologic examination of the explanted prosthesis showed two reddish thrombotic-like deposits (0.7×0.5× 0.5 cm and 1.3×0.5×0.5 cm) on each extremity of the restricted leaflet. A pannus was present on the ventricular aspect of the prosthetic valve ring with an extension toward the two thrombotic-like deposits. Histological examination of the deposits showed dense fibrous tissue with focal hemosiderin pigments consistent with pannus formation. The patient was discharged from the hospital two weeks after surgery without complication.

Manufacturer narrative:
Multiple attempts for additional information were unsuccessful. A sample evaluation was not performed no device was returned. The letter to the editor ¿dysfunction of a bileaflet mechanical valve in mitral position: absence of symptoms despite a completely fixed leaflet¿ by magne et all published in 2008 is reviewed here. This letter to the editor reports on a 62-year-old female patient with a history of barlow disease that presented for a routine tee 1 year after mitral valve replacement with an on-x 25mm mitral valve, sn unknown. The patient was asymptomatic; however, the tee showed an immobile leaflet with a mild increase in trans prosthetic gradients and mild trans prosthetic regurgitation. Cinefluoroscopy confirmed that one leaflet was fixed in a semi-closed position. The patient was on coumadin, and inr values were within therapeutic range (2.5-3) at all follow up visits since the implant. The patient underwent a reoperation to replace the mitral valve prosthesis and the pathologic examination of the explanted prosthesis showed two reddish thrombotic-like deposits (0.7×0.5× 0.5 cm and 1.3×0.5×0.5 cm) on each extremity of the restricted leaflet. A pannus was present on the ventricular aspect of the prosthetic valve ring with an extension toward the two thrombotic-like deposits. Histological examination of the deposits showed dense fibrous tissue with focal hemosiderin pigments consistent with pannus formation. Special stains were negative for microorganisms. The patient was discharged from the hospital two weeks after surgery without complication. The authors conclude that the on-x valve provides a normal effective orifice area of 2.2¿2.5 cm2, which, implanted in a small size patient (body surface area: 1.3 m2 in this patient), ensures a large ¿reserve¿ in terms of valve orifice area. Hence, even a complete obstruction of one half of the valve orifice leaves the patient with sufficient area (approximately 1.2 cm2 or 0.9 cm2/m2) available for antegrade trans mitral flow thus avoiding the development of high gradients, symptoms, and pulmonary edema. This underlines the importance of implanting prostheses with superior hemodynamic performance to limit the adverse and often catastrophic hemodynamic effects related to mechanical valve obstruction. Thrombosis is a rare, but a known potential complication of prosthetic valve replacement occurring at a historical rate of 0.2% per patient-year for mechanical mitral heart valves [iso 5840-2:2021 (e)]. It is recognized as a potential adverse event for the on-x valve along with the potential for reoperation and explantation [IFU]. The definitive root cause of the thrombosis cannot be determined based on the information provided in the publication. Despite repeated attempts to contact the authors, no additional information was supplied. While the authors ruled out under coagulation as the most common cause of thrombus formation, the presence of pannus may have potentially contributed to the development of the valve impingement that resulted in the thrombus formation. The risk management and usability engineering file for the on-x heart valve was reviewed and found to be adequate. The data collected is part of a clinical study; thus, severity and occurrence is not evaluated. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.